Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although foreign material was found in the auxiliary water channel, the bending section cover glue, and the insertion section, the material could not be conclusively identified. It is likely the material had not been removed because reprocessing could not be properly conducted due to a leak in the cracked scope cover. The event can be detected and prevented by handling the device in accordance with the following IFU: cf-hq1100dl/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Cf-hq1100dl/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the following was found: there was a scratch on the flex adjustment ring, the suction cylinder had no color, the switch box was scratched, and the suction cylinder cover was cracked. Due to wear of the angle wire, the play of the up/down knob was out of specification. Due to wear of the angle wire, the play of the right/left knob was out of specification. The distal end cover was scratched. The adhesive around the objective lens was discolored. The adhesive around the light guide lens was discolored. The universal cord coating was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the adhesive on the colonovideoscope was damaged, and the insertion tube was sticky. The issues were found during inspection after use in an unspecified therapeutic procedure. There were no problems that occurred during the procedure and the procedure was completed using the same device, with no patient harm. The subject device was returned to olympus for evaluation. During inspection and testing, foreign material was observed in the jet tube, on the adhesive in the bending section, and in the connecting tube/insertion tube. This report is being submitted for the presence of foreign material found during the device evaluation.